Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of heartmate 3 lvas. Section 1, ¿introduction,¿ lists driveline infection as a potential adverse event which may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including flow and explains that pump flow is a calculated value that is estimated based on pump power. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 4, ¿system monitor,¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will occur when the estimated pump flow is less than 2.5 lpm (liters per minute). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Several sections of the heartmate 3 IFU provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. Section 5, ¿alarms and troubleshooting,¿ provides information regarding system controller alarms and the proper actions associated with them. This document instructs the user that in the event of a low flow hazard alarm, they should call their hospital contact immediately for diagnosis and instructions. Review of the submitted log files confirmed the report of full battery depletion and a subsequent pump stop. Additionally, the report of low flow alarms was also confirmed. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were likely caused by hypovolemia. A direct correlation between this event and the device could not be conclusively established. The submitted log files captured several no external power events, as well as a pump stop event which resulted from full battery depletion. In addition, transient low flow alarms were observed with elevated pulsatility index (pi) values. According to the account, these low flows were due to hypovolemia. The pump appeared to function as intended at the set speed. Multiple requests for additional information were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's chronic driveline infection is captured under MFR #2916596-2021-03280. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency room (ER) for exit site drainage and low flow alarms. The patient stated that she had a pump stoppage event when she lost all external power due to the emergency backup battery dying. The patient stated that this had happened several days ago, and that the ventricular assist device (vad) was off for four days. The patient stated that they left their home for an unspecified period. Once all power had been depleted she disconnected the driveline. Eventually when she returned home she reconnected the driveline and restarted the pump. The patient was unable to provide any further details about the pump stop, when it had first occurred, or when exactly the vad was turned back. The patient was connected to the power module and heartmate touch in the ER. The patient was in stable condition and her flows were at 2.7lpm, mean arterial pressure was 78mmhg, and her lactate dehydrogenase (ldh) was at about a baseline of 200. The patient's hematocrit was normal at 37%. The patient was known to have a history of poor compliance, was currently off of medication, and had a known chronic driveline infection. She had just recently finished a course of antibiotics. An echocardiogram and computed tomography (CT) scan were pending to rule out thrombus. Review of the patient's log files showed that the controller had reset on (B)(6) 2021 at 3:04. The patient appeared to have been on battery power when the controller clock reset. After the controller was running again, the timer ran for two days before the clock reset again, indicating a loss of power for a second time.